Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system micro-infusion manifold leaked from the connection between the check valve and manifold. The reported stated that the bonded connection was separated. This was noted during infusion of an unspecified drug. The device was reported to have been used for 1 day. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection identified that there was a disconnection between the check valve and the manifold. The check valve and manifold were reconnected and were subjected to an underwater pressure test and no leaks were identified. No cause was able to be determined for the disconnection. Should additional relevant information become available, a supplemental report will be submitted.